Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. See manufacture report number 2032227-2015-04736.

Event description:
Customer reported the insulin pump and sensor were not communicating properly. Customer also reported she was hospitalized. She had passed out on her kitchen floor and when she woke up she woke up she called the paramedics. Customer had the flue and was vomiting the day prior. Customer blood glucose has not been stable; she had gone to sleep and woke up with low blood glucose level. Customer declined troubleshooting. Customer was hospitalized for low blood glucose of 40 mg/dl range. Customer was not in a car accident. Perceived cause was flue and she hadn't eaten. Some troubleshooting for sensor error was performed as issues has been on going for a week. Customer had to go back to work. No further information reported.